Event description:
A patient reported experiencing hypoglycemia while using a one touch meter. The event was at the end of september. On the day of event, pt was unable to test blood glucose because ot meter kept displaying "insert test strip" message. Patient took their set amount of morning insulin. In the afternoon, pt became shaky, sweaty and clammy. Paramedics were called and found patient's blood glucose 40mg/dl on their handheld device. Pt was transferred to the hospital where pt was admitted for 2 days. Patient's insulin regimen was increased after their discharge from the hospital. No further information has been reported.